Event description:
The pt underwent a bilateral breast augmentation with full mastopexy using 2-0 quill srs pdo for subcuticular closure. Nine (9) days post surgery, ischemic tissue was noted bilaterally one (1) centimeter to lateral flap on the right breast and two (2) centimeters to medial flap on the left breast. The pt's incisions were treated with betadine dressings and the tissue healed well. However, the pt will need bilateral revision of scars.

Manufacturer narrative:
The product associated with this event was described as 2-0 quill srs pdo. A product number and/or lot number were not reported. Portions of the used quill srs were retained but not returned to the reading facility. Unused samples must be available to perform the appropriate testing/analysis relevant to this event. If unused samples become available, testing/analysis will be performed and reported on a f/u medwatch report. Method: unused samples have not been returned to the reading facility. Furthermore, the product lot number is unk. Results: unused samples have not been returned to the reading facility. A device history record review is not possible since the part number/lot number is unk. Conclusions: a device history record review is not possible since the part number/lot number is unk.